Event description:
During an anterior lumbar interbody fusion (alif) l3-l4 procedure, the surgeon was inserting a synfix lr 26mm implant with the implant holder, and the tip of the holder broke off inside the implant. Surgeon removed the implant, selected another and completed the procedure. This complaint is on the holder. This is report 2 of 2 for the same event.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Subject device has been received and evaluated. The manufacturing records were received and no complaint related issues were found. Our inspection showed that the tip of the synfix implant holder was broken off and blocked in the implant. As the broken portion was blocked in the implant, the relevant dimensions could not be measured. The exact cause of the occurrence could not be determined. The fracture face was homogenous, which indicated material conformity. All records indicate the product was manufactured to specifications.